Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by unexpected stress on the camera head due to the user's handling, resulting in the failure of the charged coupled device, which resulted in the absence of images. The instructions for use have the following statement which can prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. No image was able to be obtained due to a faulty charged coupled device. The evaluation also identified kinks on the cable and a bent coupler. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the user could not get an image with the hd autoclavable camera head during preparation for use. No patient involvement or impact to patient care was reported.